Manufacturer narrative:
Complaint conclusion: as reported, a saber balloon catheter (rx7mm4cm155) was delivered to the lesion in the iliac artery and inflated, however deflation was very slow, so the device was replaced with a non-cordis balloon catheter to continue the procedure. Initially, a contralateral approach was made using a non-cordis sheath and guidewire. The lesion was described as having 80% stenosis. The procedure was completed following implantation of a smart stent. There was no patient injury reported. One non-sterile saber rx7mm4cm155 was received coiled inside a plastic bag. Per visual analysis, the balloon was received deflated, blood residues were observed in the device. No other anomalies were observed on the received catheter. Functional analysis to inflate and deflate the balloon was successfully performed. Per saber instructions for use (IFU), an inflator/deflator device was attached to the inflation lumen of the unit, and pressure was applied (balloon was inflated at 14 atm rbp). The balloon was successfully inflated. Then, negative pressure was applied to the balloon for about 30 seconds and the balloon normally deflated. No difficulty was observed during the test. A device history record (DHR) review of lot 82156642 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty - partial or slow¿ was not confirmed through analysis of the device received for analysis. The exact cause of the deflation difficulty could not be determined during analysis. Based on the limited information available for review, procedural/handling factors and/or concomitant devices used with the balloon catheter may have contributed to the deflation difficulty experienced by the customer since the returned device passed functional analysis. According to the instructions for use, ¿deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Apply negative pressures to the balloon for about 30 - 85 seconds until the balloon is deflated. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the design or manufacturing process of the device. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber balloon catheter (rx7mm4cm155) was delivered to the lesion in the iliac artery and inflated, however deflation was very slow, so the device was replaced with a non-cordis balloon catheter to continue the procedure. Initially, a contralateral approach was made using a non-cordis sheath and guidewire. The lesion was described as having 80% stenosis. The procedure was completed following implantation of a smart stent. There was no patient injury reported. The device was clinically used and will be returned for analysis.